Event description:
It was reported that treatment was performed in a heavily calcified proximal rca. Femoral artery access was established from the right side. After pre-dilating the lesion, the penta was advanced, but only one-third of the stent emerged from the tip of the guiding catheter so it was withdrawn. During the withdrawal, resistance was felt and the entire system was removed together as a unit. The lesion was accessed with another guide wire and treated with two other stents. Afterwards, it was noted that the stent was not on the penta balloon. The dislodged stent was located in the left femoral artery. An attempt was made to retrieve the stent with a snare, but it was unsuccessful. The stent remains in the left femoral artery.